Manufacturer narrative:
Evaluation summary: evaluation of the speaker determined that the unit lost audio due to an electrical open condition. The speaker was replaced and proper operation confirmed. Available frequency and severity data do not indicate that any further investigation is necessary at this time but will be monitored periodically. See disclaimer.

Event description:
Customer reported there were no alarm sounds. Manufactuer's service representative replaced internal speaker and confirmed proper operation. The central station monitor provides an add'l audible alarm to the one provided at the bedside monitor. No pt involvement reported.